Event description:
It was reported that, after total knee arthroplasty had been performed on (B)(6) 2020, the patient experienced an infection. This adverse event was solved by performing a revision surgery on (B)(6) 2021. The reported devices were a journey ii bcs xlpe articular insert size 3-4 lt 9mm, a journey tibia base np lt size 3, a genesis ii 7.5mm resur patella 29mm and a jrny ii bcs fem cocr lt sz 4. The surgeon stated the devices were not defective.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, a revision was performed due to infection approximately 7.5 months post implantation. Reportedly, the surgeon stated the devices were not defective. It was communicated that the requested clinical documentation is not available for inclusion in the medical investigation. The clinical root cause was reportedly infection; however, the root cause of the infection remains unknown. The patient impact beyond the reported infection and revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available in the future, this case may be re-opened/re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.